Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was programmed with 2.0 units fix prime with water filled reservoir. The water did exit the infusion set. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was programmed with a bolus wizard and monitored. The bolus was delivered and recorded properly in bolus history screen. Unit passed the delivery accuracy test. Unit was downloaded properly using carelink pro. No cosmetic damage noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they experienced low blood glucose. The customer's blood glucose was 50 mg/dl at the time of incident. The customer's blood glucose was 130 mg/dl at the time of call. Customer's parent stated that customer is going low because the insulin pump is over delivering. Customer's parent declined to troubleshoot low blood glucose because they already called for troubleshooting. The customer stated that they treated the low blood glucose with glucose/carb intake. The insulin pump will be returned for analysis.